Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, data synchronization failed after the 1.11 upgrade and displayed an error message as "web server service is not reachable". However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station sim-asys needed to be created in the new test server vmmhpyxissqltst- test es 1.11. A technical support specialist (tss) created the station sim-asys successfully and synchronized them to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.